Event description:
In 2005, while wearing the sound processor, the pt reportedly had no sound percept. The pt was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning.